Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported. Customer cancelled call. Console was not completely seated in the cart. Later they informed that unit returned to service. H3 other text : customer cancelled call.

Manufacturer narrative:
Analysis of data provided by user/third party: customer cancelled call. Console was not completely seated in the cart. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.